Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that the cable at the tip of the instrument broke/snapped in two. There was no report of fragments falling into a patient.